Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The responsible dräger service engineer could confirm the reported issue during on-site checking and the entire motor assembly was replaced, consequently. Also the evaluation of the log file confirms an issue with the ventilator (motor) on the date of event. The log entries demonstrate that the supervisor function of the software forced a shutdown of automatic ventilation after detecting a stalled motor. This is a safety measure to prevent from mechanical damages to the ventilator unit. The user is alerted to the shutdown of automatic ventilation by a corresponding alarm; manual ventilation remains possible and, the other device functions like gas dosage and monitoring remain unaffected. The device was in operation for approx. 14 years now; it is seen likely that beginning wear and tear at the collector disc of the ventilator motor has led to intermittent losses of electrical contact between collector and the carbon brushes which resulted in speed fluctuations and finally to a stalling of the motor. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange of the motor unit has fully solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.